Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level ranging from 158 mg/dl to 528 mg/dl. The customer stated that when he inserts the infusion set into body, the cannula will be bent. The customer took bolus through insulin pump to remedy the high blood glucose level. The customer took another bolus through the insulin pump and changed the infusion set 10 times. The customer also reported that the insulin pump alarmed no delivery. The customer reported that the no delivery alarm was resolved by changing both reservoir and the infusion set. The product will not be returned for analysis.